Manufacturer narrative:
The svc kit bi71000112 oarm comp 554/3.1.6 (s/n: (B)(4)) was returned and analysis confirmed the complaint. The computer failed the bench test due to the bios being corrupted and requiring the key f1 to complete the booting process. Bios setting confirmed the date and time were not correct and would not hold after it was reset. The bios battery was defective due to the c-mos battery voltage being low. Fdm 10, fdr 4203, and fdc 4307 apply to the svc kit bi71000112 oarm comp 554/3.1.6 (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the image acquisition system (ias) c omputer was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site left the system on overnight and upon restarting the unit the image acquisition system (ias) computer was no longer responding. There was no patient present; this was discovered upon starting for the morning.